Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of tip damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissue. Otherwise, various forms of damage in the probe tip and/ or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/ or falling inside the body cavity, and/ or partial separating may occur." If additional information becomes available at a later time, this report will be supplemented.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the tip broke off. A probe check was performed and the device failed; however, both switches were found to be functional. The teflon pad was inspected and found it has normal wear, but no metal was exposed. The distal end of the device was inspected under a microscope and found the probe to be detached and its missing portion was returned and measured approximately 16mm in length. This type of probe damage can result from continuous activation of the output without tissue between the probe and the grasping section.

Event description:
Olympus was informed that during an unspecified diagnostic procedure, the tip broke off and fell into the patient. The device fragment was retrieved. The intended procedure was completed with another device. No patient injury was reported. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results.